Event description:
Received information starting that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien was not authorized to service the device. The customer reported to have found leak in humidifier tubing. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).